Event description:
Boston scientific received information from a health care professional that this patient had experienced an inappropriate shock due to their heart rate. This patient has atrial fibrillation with rapid ventricular response. Technical services discussed the availability of the device's detection enhancements. Additionally the health care professional inquired about the location of the stored episodes. Technical services provided assistance in the location of these stored episodes. The physician has adjusted this patient's medications. They are discussing reprogramming of the device.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.